Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high sensitivity troponin I (tnih) test result was obtained on an atellica im 1300 instrument. Siemens is investigating the issue.

Event description:
A discordant, falsely high sensitivity troponin I (tnih) test result was obtained on an atellica im 1300 instrument. The initial result was released to the physician(s). The same sample was repeated multiple times on the same instrument, giving lower and matching test results. A corrected test report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high sensitivity troponin I (tnih) test result.

Manufacturer narrative:
The initial MDR 2432235-2019-00356 was filed on (B)(6)2019. Additional information ((B)(6)2019): siemens reviewed the available information and found that no error messages were posted on the instrument at the time the sample test result was reported, no other samples were affected and repeat testing using the same sample on the same instrument in multiple replicates showed good reproducibility. Quality control materials were within acceptable ranges. The potential cause of the discordant, falsely elevated troponin test result is preanalytical variables. The instrument is performing within specifications. No further evaluation of this device is needed. The result code(s) and conclusion code(s) were updated.